Manufacturer narrative:
Medical device: 5076-52 lead, implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular lead had high and unstable thresholds and was undersensing. The lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.